Manufacturer narrative:
E2: (B)(6). G1 - manufacturer contact facility name - shirakawa olympus co., ltd. The device is expected to be returned. Follow up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the ¿hose¿ on the camera head was cut. No reported health hazard to patient.

Manufacturer narrative:
The returned device was evaluated and customer allegation was confirmed. There were several cuts on the cable. The cable lost its water-tightness due to the cuts. To mitigate the risk, instructions for use (IFU) states that ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." A review of device history record confirmed that the device was shipped in conformance with specifications. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device

Event description:
This report is being submitted for additional information from customer and legal manufacturer¿s final investigation.